Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported via nbir "capsular contracture, baker grade 3, device migration/implant malposition, change shape/size/style". This record is for the right side. The device has been explanted and replaced.